Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2012. He stated that about a year later he experienced kidney failure and excessive levels of chromium.